Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call issues with their insulin pump. The customer states the pump screen is damaged. The customer also states having been hospitalized for high blood glucose levels. The customer's levels at the time of incident were over 600mg/dl. The customer states they were treated with manual injections and discharged. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. No crack lcd window noted.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.